Event description:
2 implants were placed 4/11/96. One came out 9/11/96 when unscrewing the implant. The dr resterilized (autoclaved) the implant and then place it in a different tooth location. One person affected.